Event description:
The procedure was af ablation. Left pv isolation was conducted after the merge of la. The patient complained about pain during ablation of ripv (posterior wall side). Slight degree of pericardial effusions was observed in the initial echo. Given the increase of pericardial fluid, the patient was diagnosed with cardiac tamponade later. Drainage was conducted. Currently the patient is in stable condition. The physician commented that the causality between the event and the product/procedure was unknown.

Manufacturer narrative:
Additional information from customer (affiliate): the impairment of a body function was mild. The event did not require hospitalization. The outcome of the adverse event was improved. The prognosis for the patient is satisfactory. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).